Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient with this (lv) lead experienced muscle stimulation on the right shoulder. An x-ray examination was performed, and it was noted that the lead had dislodged to the aorta. A lead revision will be scheduled. This lv lead remains in service. No additional adverse patient effects were reported.